Event description:
It was reported that an error code indicating a pressure difference between the inspiratory and the fresh gas pressures was generated. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to provided information, the issue was resolved by replacing the pressure transducer printed circuit board (pcb). The anesthesia system passed several system checkouts and was put back into service. The device logs were not provided. Our conclusion is that the replaced pressure transducer pcb was the cause of the failure. However, the root cause to why the part failed has not been established as it was not returned for investigation.

Event description:
Manufacturers ref: # (B)(4).